Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device is not connecting to 4g and constantly alarms "cell phone fault" error. The device is unable to use sim card. No further troubleshooting was performed by the user. The device was not in use on a patient at the time of the event; therefore, no patient or user health consequences or impact occurred.